Event description:
A patient underwent a therapeutic colonoscopy procedure for diagnosis and treatment. The clip from the resolution clip device detached from the catheter while inside the patient's colon. The two jaws of the clip had separated. The jaws were successfully retrieved. The procedure was successfully completed with another of the same advice. The patient did not sustain any complications or ill effect as a result of the clip issue.